Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the moderately calcified, 99% stenosed, de novo, mid left anterior descending (lad), the 3.0 x 28 mm xience prime stent was implanted; however, a distal stent edge dissection was noted. A 3.0 x 12 mm xience prime was used as treatment. There was no reported adverse patient sequela. No additional information was provided.